Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow up MDR will be sent. Exact date of death unknown; approximate date (B)(6) 2013. Date of onset of peritonitis unknown.

Event description:
This is a report of a home patient (hp) who acquired peritonitis and subsequently passed away. The cause of death was reported to be a perforated peptic ulcer. It was unknown if the event of peritonitis had resolved prior to the patient's death. No autopsy was performed. No additional information was provided.